Event description:
It was reported to vyaire medical that the bellavista1000 us screen frozen while on a patient. Furthermore, patient was transferred to an alternative ventilation and no harm reported associated with the event.

Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. Log file evaluation (non return analysis) - root cause was unable to determine with the logs the reason of this failure. Most likely there was some communication issue between epc and cfb. Fa lab investigation (return analysis) - no exact root cause could be determined as there is no functional or performance issues were found. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. Zero pressure calibration, test base unit, and circuit ¿e¿ test were performed and passed with no functional issues found. Service screen #7: display user input: touchscreen: test touchscreen was accessed and the touchscreen responded as expected. The bellavista unit was cycled for 1 hour with previous user¿s settings and functioned as expected with no alarms or warning messages. The unit was then cycled with 100% o2 and functioned as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. Reported complaint was not duplicated. As a resolution, main board electronics replaced, pm performed, sw update to 6.0.21. Unit passed all calibrations/ function checks.

Manufacturer narrative:
Correction: d4:corrected UDI information. H4:corrected device manufacturer date.